Event description:
The reporter stated that he has an accudrain with a crack in the tubing at the stopcock transducer connection. The device was in use in 2008. The malfunction caused no injury to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.